Manufacturer narrative:
Please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this was not during a case. The issue occurred when a surgeon was pulling exams for a procedure that day. The surgeon ended up using the newer navigation system because it became free when a spine case was over. The site has now confirmed that the other navigation system had been taken offline (pacs) and that was why the issue had occurred. This went unnoticed until they got answers from pacs team since they had deleted the system off network due to getting the new navigation system.

Manufacturer narrative:
H3: a review of product 9735585, software version: 3.0 was performed. It was reported that the scans were not available. The information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19 and already reported code d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported the system was having issues loading certain images. Specifically an MRI series with 176 slices. They were able to download CT from pacs without issue. They failed downloading from pacs and also failed from the cd. The system displayed an error message, "error importing series, cannot insert series into database. There was a procedure delay of 1-2 hours and no reported impact to patient outcome. The deleted patient exams to free up space and that did not resolve the issue. They tried downloading an MRI from a different patient from pacs, and it appeared to work, got green check, system said it succeeded, and no error message. But patient did not appear in patient list. The mris are performed in-house and do not receive post processing. They are raw dicom. The probable cause was due to corrupted MRI file .the site switched to a different system to resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID (unknown serial/lot); product type: ; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: software 9735585 stealthstation cranial h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.